Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system version 17.5, application version 3.6.1.111430. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness. However, the customer indicated that they were able to self-treat with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high and low glucose alarms with freestyle libre 3 application. Per the compatibility guide, use of the iphone [ios 17.5] [3.6.1.111430] is incompatible with the freestyle libre 3 application. This guide is available to the user on the websites where the product is launched. As the compatibility guide is provided to the customer and the incompatible configurations were used, therefore this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.